Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not grasping tissue properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion causing the grasping issue reported by the customer. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the grips moved in the opposite direction. The plastic housing was removed, and during the visual inspection, the pitch cable was found to be very loose from the short input #5 in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint regarding the instrument was not grasping tissue was confirmed by failure analysis.